Event description:
There was an allegation of questionable elecsys tsh assay ver.2 results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial tsh result was 5.1 uiu/ml. The established e411 tsh reference range is 0.27 - 4.2 uiu/ml. The sample was sent to another laboratory and repeated on another analyzer and the result was 3.7 uiu/ml. The repeat result was within the assay's normal reference range. The exact reference range was requested but not provided. Clarification on whether the units of measurement are miu/ml or uiu/ml was requested but not provided. No questionable results were reported outside of the laboratory. The analyzer serial number was requested but not provided.

Manufacturer narrative:
The customer stated qc was acceptable on the day of the event. The investigation did not identify a general reagent issue. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used.